Event description:
Additional information was received that the device remains implanted - inactive in the patient.

Event description:
It was reported that the device was unable to be interrogated. The device was replaced to resolve the event. The patient was stable and will continue to be monitored.